Manufacturer narrative:
Trivascular was notified on may 2, 2014 that the patient returned for a re-intervention to treat the type ia endoleak on (B)(6) 2014 with the placement of an aortic cuff and a balloon-expandable stent. After the re-intervention, the endoleak was reduced, there were no adverse sequelae reported. Remains implanted.

Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. The physician deployed the aortic body distal to the intended landing zone in a portion of the aorta that was too large for the stent graft, resulting in a type ia endoleak. The physician placed a balloon-expandable stent, but the placement was too low to adequately seal the aortic body to the vessel wall. The physician elected to monitor the type ia endoleak until the thirty day follow-up. A re-intervention is not planned at this time.